Event description:
It was reported patient had revision of right knee due to migration of femoral stem and also loosening of the offset components. Doctor removed stem, femoral, distal augment, posterior augment and 28 mm insert.

Manufacturer narrative:
The event was confirmed from medical records. Clinician review: a review of the provided medical records by a clinical consultant indicated: ¿a material analysis report of the fracture surfaces of this broken stem would likely demonstrate a fatigue fracture at the junction of the loose proximal and well-fixed distal segments, possibly initiated at a damage site from a previous unsuccessful surgical attempt to remove the component. There is no evidence that this clinical picture of infection, loosening, and multiple surgeries of the right knee resulted from factors of faulty stryker prosthetic component design, manufacturing or materials.¿ conclusions: the root cause of the reported femoral shaft fracture could not be determined with the information provided. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If the device and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had revision of right knee due to migration of femoral stem and also loosening of the offset components. Doctor removed stem, femoral, distal augment, posterior augment and 28 mm insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown offset component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.